Event description:
Consumer via ratings & review stated that every time they brushed their teeth, the oral-b toothbrush head would come off. They had to tape it down to hold it in place. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.